Manufacturer narrative:
(B)(4). Adverse event without identified device title video laryngoscopy vs direct laryngoscopy on successful first-pass orotracheal intubation among ICU patients a randomized clinical trial source effects of video vs direct laryngoscopy on successful orotracheal intubation in ICU patients, volume 317, 2017 (483-493) article number: 5 date of publication online: january 24, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the device was used to determine if routine use for orotracheal intubation of patients in the intensive care unit (ICU) increased the frequency of successful first-pass intubation compared with use of the macintosh direct laryngoscope. Out of 186 patients in the group, 4 patients that experienced a cardiac arrest, 3 patients that experienced an arrhythmia, 3 patients in which an esophageal intubation occurred, 4 patients that experienced aspiration, 14 patients with hypoxemia, 6 patients with severe hypoxemia, and 8 patients with hypotension. All but 2 patients were intubated. It was unclear whether all complications were directly related to the device or due to patient status at the time of intubation/other comorbidities.